Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. Initially, the device was inspected and the product revealed no physical damage. Then, during the second visual inspection bent pins were found along with a hole in the pebax. Electrode #3 was also dented and lifted without pu. The temperature test cannot be performed due to connector pins condition. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint cannot be evaluated. The root cause of the bent connector pins, electrode damage and the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the shipping, however, this cannot be conclusively determined. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contraction (pvc) with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab has identified a hole on the pebax. It was initially reported by the customer that during the pvc operation the temperature could not be displayed. A second catheter was used to complete the operation. There was no patient consequence reported. The customer¿s reported temperature issue is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 11/4/2019, the complaint product was returned to biosense webster inc. (Bwi) for evaluation. Initial visual analysis observed there was no visual damage or anomalies. On 12/3/2019, during a second visual analysis the catheter was inspected and it was found with bent pins and a hole in the pebax. Additionally, electrode #03 ring is dented and lifted without polyurethane (pu). These findings were reviewed and determined to be MDR reportable since device integrity was not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual inspection on 12/03/2019 and has reassessed this complaint as reportable.